Event description:
It was reported that the procedure was to treat a lesion located in mildly tortuous, moderately calcified, 99% stenosed, mid right coronary artery. The vessel diameter was 2.5 mm and the lesion length was 25 mm. Predilatation was performed with a non-abbott balloon catheter and a 2.5x28 mm xience prime stent delivery system (sds) was advanced to the target lesion; however, resistance was felt at the middle of the lesion. After several attempts were made, the proximal shaft of the sds became kinked. The sds was retracted from the anatomy, after which the proximal edge of the stent was observed to be flared. An attempt was made to straighten the kink in the shaft in order to readvance the catheter; however, this resulted in a proximal shaft separation. A non-abbott stent was used to complete the procedure, after which postdilatation was performed and the procedure was considered successful. There were no adverse patient effects, or clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. Failure to cross/physical resistance in the lesion could not be replicated in a testing environment as it was based on operational circumstances. Stent damage, shaft bend/kink, and shaft separation were confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.